Event description:
On (B)(6) 2013 product analysis was completed on the handheld and flashcard. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was also performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld could not be turned on despite being plugged in. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the hhd passed all functional tests prior to distribution. The handheld and flashcard were returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.